Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported, rupture. Diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis: photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.